Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was positioned at the apex. Upon testing the lead, the lead did not pace and did not exhibit impedance and r-wave values. The physician repositioned the lead but the helix would not extend. The physician elected to remove the lead and successfully implanted another lead. All parameters were satisfactory. The patient was stable after the procedure.